Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had a pump refill on (B) (6) 2009; a motor stall occurred on (B) (6) 2009. The confirmed motor stall was noted in the event logs with no motor stall recovery noted; a stopped pump period may exceed tube set message occurred on (B) (6)2009. The hcp expected 6 ml; the actual reservoir volume was 39 ml. The pump was updated with no recovery noted. The patient noted a change in therapy effect with increased pain. The pump contained fentanyl 600 mcg/ml at a dose of 489 mcg/day and bupivicaine 30 mg/ml. Additional information has been requested from the hcp, but was not available as of the date of this report.